Event description:
Customer reported that she called the paramedics twice due to low blood glucose. The blood glucose reading the first time was 15 mg/dl. The second time was 46mg/dl at the time the paramedics arrived. Customer stated that she had x-rays an ankle surgery and she stated that could be the cause of her low blood glucose. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with scratched and cracked display window and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.